Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image). The unit was received with water inside the lcd window. There was heavy corrosion just about everywhere inside. Unable to perform the displacement, and self tests due to the critical pump error. The unit was also received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had fluid under liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.